Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges missing label when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1034364. Bd quality performs a systematic approach to investigate missing label complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. A batch review was performed for the number provided. There are no current trends against missing label. The returned product of the sars-cov-2 veritor and confirmed the customer¿s report of missing label. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 missing label information was observed by the laboratory personnel. There was no report of impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that the kit was missing the lot and expiration date information on the side of the box. Bd rep called on behalf of customer to report that they received a kit for 256082 which was missint the lot and expiration date information on the side of the box."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 missing label information was observed by the laboratory personnel. There was no report of impact. (B)(4) the following information was provided by the initial reporter: " it was reported that the kit was missing the lot and expiration date information on the side of the box. Bd rep called on behalf of customer to report that they received a kit for 256082 which was missint the lot and expiration date information on the side of the box."